Event description:
Assay imprecision was observed by the customer for enhanced estradiol (ee2), folate (fol), prolactin (prl), and luteinizing hormone (lh) on an advia centaur xp instrument. The imprecise patient results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise enhanced estradiol, folate, prolactin and luteinizing hormone results.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. The information provided by the customer to the cse is limited. There is no assay calibration data, quality control data or actual patient results provided for data comparison. The cuvettes were replaced by the customer with a new cuvette lot, however repeat testing to confirm the correct patient results was not performed. The cse performed a light count instrument background check, and the result was lower with the new lot of cuvettes. The cause for the imprecision is unknown.